Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel disfunction. It was reported that the ins was not working very well. Patient stated that they have an infection at the moment. Patient also stated that the stimulator doesn't seem to be as effective, and they started making adjustments to it without calling the manufacturing representative (rep), and they were adjusting it whenever they felt the need to increase the stimulation. Patient mentioned that they have been working on a project, and they're not doing well on hydration, which is a part of it. Patient also mentioned that they increase the stimulation to .1 and then they felt it, then they begin urinating normally, then within the day or 2 they start having more retention, than urinating. Patient also mentioned that they had a fall probably on june, and they were injured on their upper spinal cord, 2 vertebrae close to their neck, as they fell against the wall. Agent walked the patient through connecting to the ins and reviewed increasing stimulation. Patient was able to connect and increase the stimulation to a comfortable level on the bike seat area. Patient to monitor the issue, and agent redirected the patient to the healthcare provider (hcp) to address their infection and to have the implantable system checked.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.